Event description:
The patient was enrolled in the benign prostatic hyperplasia (bph) study procedure. The console setting used for the procedure showed pulse length short, pulse energy 2j, pulse frequency 40hz and total laser energy 8w. It was reported that the fiber broke during the procedure. A scalpel blade was used to manually strip the cladding away from the fiber core. The breakage occurred where the manual pressure was used to strip away the cladding. The fiber break occurred secondary to the striping methodology. The break did not result in patient harm, inability to do the case, and did not require a second fiber. The procedure was completed with same fiber without patient complications. Post procedure, a urinary catheter was placed and removed the next day at discharge. The patient was discharged and prescribed with omnicef (doze unknown) for infection prophylaxis and pyridium (doze unknown) for pain prophylaxis. The break was assessed by the study facility as related to the device.

Manufacturer narrative:
B5. Describe event or problem corrected with correct value of total laser energy. Based on medical review assessment, the fiber break occurred outside of the patient is anticipated in nature and it could not have led to a serious adverse event (sae). The site reported that the fiber break was secondary to stripping the fiber with a scalpel blade, and there were no adverse events related to the fiber break. The IFU notes: do not scrape the laser fiber with sharp instruments as damage may result; inspect and treat the output tip with particular care as it represents the most-delicate, easily damaged portion of the assembly; immediately discontinue use if breaks or fractures appear in the laser fiber. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria.

Event description:
The patient was enrolled in the benign prostatic hyperplasia (bph) study procedure. The console setting used for the procedure showed pulse length short, pulse energy 2j, pulse frequency 40hz and total laser energy 80w. It was reported that the fiber broke during the procedure. A scalpel blade was used to manually strip the cladding away from the fiber core. The breakage occurred where the manual pressure was used to strip away the cladding. The fiber break occurred secondary to the striping methodology. The break did not result in patient harm, inability to do the case, and did not require a second fiber. The procedure was completed with same fiber without patient complications. Post procedure, a urinary catheter was placed and removed the next day at discharge. The patient was discharged and prescribed with omnicef (doze unknown) for infection prophylaxis and pyridium (doze unknown) for pain prophylaxis. The break was assessed by the study facility as related to the device.